Event description:
The company sales representative reported a corneal burn. The company sales representative stated the surgeon had recently changed tips. Although the product was labeled correctly, the company sales representative inadvertently gave the facility a supply of 45 degree straight tips instead of the 45 degree bent tip. The nurse at the facility stated she did inform the surgeon of the 45 degree straight tip availability and the surgeon elected to continue with the surgery with the straight tip. The surgeon felt the event was due to using the 45 degree straight tip. Addition information received from the surgeon stated the corneal burn occurred within seconds of phaco. The phaco tip overheated during sculpting. The surgeon sutured the wound with 4 stitches. The surgeons stated the patient was doing fine. The surgeon also stated the patient may require a lamellar corneal graft.

Manufacturer narrative:
The facility did not request service for the system. No samples were sent for evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.